Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump for over delivery. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was not treated for low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The reservoir will be returned for analysis.